Manufacturer narrative:
One medfusion 4000 wireless syringe infusion pump was returned for analysis. The right plunger case was observed to be cracked upon visual inspection. The device history log was reviewed; primary audible alarm and an acu watchdog errors were found. Multiple flow and occlusion tests were run; no discrepancies noted. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical medfusion 4000 wireless syringe infusion pump had repeated acu watchdog and primary audible alarm post errors. There were no reported adverse effects.